Event description:
The manufacturer received information alleging patient unit is ready to fail, she took it to the dme and they reset the codes but it is not functioning properly and needs replacement asap, device will not turn on/device not functioning related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.